Event description:
It was reported that the isolating sheath of the hooks/3pk n5 hook for hook handle (cev2295a) melted during use. Two hooks were used in the same procedure. The generator was reportedly compliant. There was no impact to the patient. No surgical delay has been reported.

Manufacturer narrative:
Two of the 3pk n5 hook for hook handle (cev2295a) were returned for evaluation: failure analysis: evaluation of the hooks verified the complaint reported by the customer as valid. The coating was melted near the two hooks. There was no manufacturing or coating defect noted on the hooks. Root cause analysis: it was determined that the event may be due to a defect of the coating before the surgery or the use of too high of voltage. In addition, the instructions for use (IFU) provided with the instrument clearly warns of the maximal assigned output voltage that can be applied to a monopolar high-frequency electrosurgical accessory, and for special indications etched on the instrument and/or on a specific insert. "Such peak voltage can be achieved with certain modes of functioning of some electrosurgical generators. Please check with the manufacturer of the electrosurgical generator and/or refer to the technical documentation supplied by the manufacturer of the electrosurgical generator."